Event description:
It was reported that the pt's pump was alarming every 10 minutes. The logs were read, and the first motor stall had occurred on (B)(6) 2011. A motor stall recovery occurred on the (B)(6) 2011. A second motor stall later occurred on (B)(6) 2011. The pump was re-filled on (B)(6) 2011 as per normal time frames. The pt was flown to adelaide; and the pump was replaced on (B)(6) 2011. Upon interrogation on (B)(6), both a motor stall and a "stopped pump may exceed tube set" were noted. The catheter was also replaced as it was found to be coiled around the pump within the pump pocket. The pt had recovered without sequela following the procedure. The drug administered via the pump was lioresal (2000.0 ug/ml at 800.7 ug/day). Additional information will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.